Manufacturer narrative:
(B)(4). The reported complaint for "an alarm indicated that it was not functioning properly" is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action is required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported "the patient underwent surgery in the catheterization room. At 09:30, after the pump self-checking was completed, an alarm indicated that it was not functioning properly. At 09:32, another pump was immediately replaced and the surgery was successfully completed at 10:20". The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported "the patient underwent surgery in the catheterization room. At 09:30, after the pump self-checking was completed, an alarm indicated that it was not functioning properly. At 09:32, another pump was immediately replaced and the surgery was successfully completed at 10:20". The patient's current condition is reported as "fine".